Event description:
It was reported that there was an intraoperative blackout of the 1688 camera system image. Therefore, there was a loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was an intraoperative blackout of the 1688 camera system image. Therefore, there was a loss of image.

Manufacturer narrative:
The device was received at the local service facility for investigation. Inspection results: no symptoms of the 1688 camera blacking out were confirmed work content: 1688 camera video blackout symptom confirmation test verification result: connect hdmi output 1 of the 1688 camera console directly to the main monitor and hdmi output 2 the u video signals are sent to the sub-monitor and recording device (teacur-x) via the dh-15 distributor. Probable root cause: 1. Improper installation. Refer to 2.io6.1 for more detailed causes. 2. Video cables are not sufficiently connected to ensure video transmission. 3.failure of edid negotiation. 4. Failure of power supply. 5. Failure or brownout of display voltage converter. 6. User connects incompatible video source. 7. Video source other than the one intended is selected for display. 8. Damaged pins of hdmi / dvi connector. 9. Open / short circuit failure between video connectors, tconn board and main board. 10. Hard power switch on rear of display is in the off position. 11. Failure / bug of scaler software. 12. Incompatible cable used to connect video source to display. 13. Cables have insufficient retention force. 14. Cybersecurity event as detailed in rsk13490. 15. Excessive usb current draw. 16. Improper low voltage error setpoint. 17. Open / short circuit of power cable caused by pinch force during assembly and shipment. 18. Short circuit failure of tcon board electronics to tcon board cover (only on 0240031300 rev n and later). The reported failure mode will be monitored for future reoccurrence.